Event description:
Patient reported: ¿leaking, abscess, and infection" and "implant was exposed and leaking". Later healthcare professional reported "leaking at the same" and "leaking breast implant". Patient required drains. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage, abscess, exposure, wound infection.